Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04546. It was reported that the burr became stuck in wire. The target lesion was located in the anterior tibial artery. A 2.00mm peripheral rotalink® plus and a rotawire were selected for use. During the very end of the procedure, the burr and the wire performed well until it was noticed that the burr became locked unto the wire and failed to rotate. Furthermore, the burr could not be moved off the wire and the physician had to remove the entire system. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.